Event description:
Patient had 6 lpm 02 (liquid portable tank) in use when transported to the radiology department for a routine chest x-ray. The patient's x-ray was completed at 8:55 a.m. At 9:02 a.m., the mask and cannula had frosted. The patient received immediate medical attention at the location of the event. The patient had the mask and cannula removed with gradual warming. The patient was transported back to the floor and was given antibiotics. The patient was seen in consulation by dermatology, plastics, pulmonary and medical attending physician. There was no additional treatment provided to the patient.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: component failure. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently, inserviced by biomedical engineering dept. Staff, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.